Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Without a lot number a manufacturing record review cannot be completed.

Event description:
Approximately 2 weeks post op from a (B)(6) 2012 CABG procedure, reportedly, patient sneezed vigorously, and popped open some of the zip-fix closure implants. Patient was returned to the o.r. On (B)(6) 2012 to remove the zip-fix implants. Pathology cultures were taken to test for infection. Cultures were negative. Patient was left open for about 24 hours, and the wound was treated with woundvac. Patient was revised the following day. Surgeon used sternal wires instead of zip-fix to complete the procedure.